Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
Related complaints tw ID# (B)(4). The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro became contaminated. Hospital does not know how device became contaminated. Replaced contaminated device with new device. There was not harm to the patient and patient was discharged the other day.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. The image is of a clinical procedure. The jaws were observed inside the tunnel. Based on the photographic inspection, the reported failure contamination/decontamination problem" was not confirmed. Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25161679, 25161885, and 25162044 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro became contaminated. Hospital does not know how device became contaminated. Replaced contaminated device with new device. It added approximately 5 minutes to the case. There was not harm to the patient and patient was discharged the other day.